Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used during an endoscopic retrograde cholangiopancreatography procedure, performed in 2007 (male patient; age and weight are unknown). According to the complainant, when physician inserted the guidewire into the duodenoscope, he saw from endoscopic view that the black tip of the wire was cracked into small fragments, whcih dropped down into the duodenum. The physician then pulled wire out. He is not concerned with the tip left in patient's intestine. After that physician unpacked new 2 wires, they also had the same problem. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "normal."

Manufacturer narrative:
The complaint has been confirmed. Visual inspection found that some of the pebax coating is missing from the distal tip. The exact root cause can not be determined with the conducted investigation. The most probable root cause was caused by another device.